Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail" message. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect brdige board was returned. Our evaluation of the module verified the reported malfunction and attributed the failure to a faulty insulated gate bi-polar transistor.